Manufacturer narrative:
The customer canceled the call. No report of pt or staff injury was reported. No further information is available.

Event description:
The customer reported that stenoscop system would not transmit the images. No pt injury was reported.